Event description:
It was reported by a ge rep that the system 9800 battery voltage was dropping below 180v during heavy fluoro. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The battery pack was replaced. The system was tested and found to be working as intended and placed back into service.